Manufacturer narrative:
Investigation is in progress, a follow-up will be provided.

Event description:
The customer would like the following run data file investigated to determine a possible cause for the higher-than-expected white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore, no patient information is reasonably known at the time of this event. The trima disposables set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.)during the procedure that could have caused wbcs to escape from the lrs chamber. It is possible, though not conclusive, that wbcs may have exited the lrs chamber throughout the procedure. Based on the available information, it is possible that this leukoreduction failure is donor related due to an incorrect separation of cells due to cell morphology.